Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector. After the lens was inserted, the surgeon noticed the capsule was damaged and the lens was removed. The cause of the capsule damage is unk, however, the device was in contact with the pt at the time of the event, therefore, it cannot be ruled out as a possible contributing factor. Additional information has been requested. Reference MDR 2031924-2010-00200.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device was returned to b&l and subjected to visual examination. Results revealed that only one of the haptic plates and haptic loop was returned. The haptic loop was pinched. The condition of the lens is consistent with lenses that have been removed from the eye. (B)(4).